Event description:
The cause of the lead migration was not determined; however, it was believed that it migrated during implantation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead.other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-sep-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 05-sep-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the trial was great and gave him a lot of relief and he didn't have to use a cane to walk and took away all the burning, weakness on knee and thigh. Patient reported since having the implant he is not getting 50% relief from the therapy and therapy is not helping him at all. Patient stated the stimulation "juice" is going to the area where his injury was and aggravating the injury. Patient stated he is not able to adjust the stimulation when he is laying down or standing up and continue to get the settings not available message on the controller screen. Patient stated he is driving but when he gets up he will be in pain and will take two hydrocodone to help with the pain. The patient was redirected to their healthcare provider to further address the issue. Patient express a lot of frustration and impatient with therapy. Ps reviewed how therapy works and recommend patient continue to work with rep and hcp. Additional information was received from a manufacturer's representative (rep). The rep reported that the physician did an x-ray and determined that the leads had migrated. The patient contacted the rep on the day of the report that a lead revision has been scheduled.